Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-00287. It was reported the patient experienced ineffective pain relief on the right side. Reprogramming was attempted; however, the patient only felt unintended stimulation on her ribs. X-rays confirmed the lead had migrated. Surgical intervention is planned to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-00287. Follow up information identified the patient underwent t surgical intervention on (B)(6) 2018 where the entire scs system was removed and replaced.